Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. Test strip retention samples passed the internal inspection. The reporter's meter and one remaining test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 8:41 a.m., a sample from the patient was tested using the meter, resulting in a value of 5.3 inr. At 8:44 a.m., a sample from the patient was tested using the meter, resulting in a value of 5.1 inr. At 11:42 a.m., a sample from the patient was tested in the laboratory using neoplastin plus reagent on a stago compac analyzer, resulting in a value of 3.3 inr. The patient's therapeutic range is 2 - 3 inr.